Manufacturer narrative:
The account reported two incidents when the surgeon felt a shock from the cautery device. In one of the incidents, the assist also suffered a minor burn due to being touched with the device. The procedures continued without incident. There was no serious injury. No medical intervention was indicated. We were not provided many details regarding these incidents. Neither sample was returned for evaluation. A root cause has not been determined. Due to the reported incidents, this medwatch is being filed.

Event description:
Two incidents were reported. An assist suffered a minor burn when touched by the cautery device and the surgeon felt a shock from the device.